Manufacturer narrative:
Correction: please retract this report 2017865-2020-04729 as the lead was incorrectly reported. With further review, the lead did not exhibit any anomalies rather the values were incorrect due to inappropriate programming.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance. Programming changes were discussed; no intervention was performed. There were no patient consequences.